Event description:
Baxter prismax system stopped after one minute and said system failure, call support, unable to return patient's blood. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax system stopped after one minute and said system failure, call support, unable to return patient's blood. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Baxter prismax system stopped after one minute and said system failure, call support, unable to return patient's blood. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.